Event description:
The customer reported a therapy knob failure during the opcheck.

Manufacturer narrative:
The customer reported that the therapy knob failed in opcheck. The device was evaluated by philips and multiple parts were replaced to resolve the issue, including the therapy cable, therapy switch, therapy board and main board. We cannot determine the cause of the failure since multiple parts were replaced.